Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unknown). The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% in-stent restenosis in a tortuous distal rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.